Manufacturer narrative:
Infutronix is waiting for the affected device to be returned.

Event description:
A distributor of infutronix received a complaint from a patient, who reported tubing had become disconnected from the pump. The pump was powered off, and the lines clamped. Healthcare professional reported "the patient came in later the following morning and we set them up with a new bag/cassette for the rest of the 41 hour treatment. The tubing appears to have been closed in something as the ends were jagged. Patient does not recall catching it in anything but does admit that it was "hanging down". Patient said they saw water dripping from the pump when they bent down to wipe something off the floor and "figured it came from my phone". Device operator was a patient. Medication being infused was 5fu. No patient injury reported. The contract manufacturer of the affected device is podo xingda (tianjin) medical co. Ltd.